Manufacturer narrative:
See MFR: 3012307300-2018-00257 (same patient).

Event description:
It was reported that the cuff of a portex® blue line ultra® cuffed tracheostomy tube would not inflate. The fault was observed during insertion. The patient was successfully re-intubated with a new device. No permanent injury was reported.